Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported, "capsular contracture, baker grade IV". This record is for the left side. Device was explanted.

Event description:
Healthcare professional reported "capsular contracture baker grade IV". This record is for the left side. Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.4; h.4.

Event description:
Healthcare professional reported, "capsular contracture, baker grade IV". This record is for the left side. Device was explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe, since it is not related to the device. Additional observations: no other observation observed, on the device. No further actions are required, as the device was implanted.

Manufacturer narrative:
Correction to previous emdr submitted, report ref #9617229-2024-03577-02. Incorrect become aware date submitted as 03 may 2024.correct aware date is 14 may 2024. Additional, changed, and/or corrected data: aware date (previous emdr), h11.

Event description:
Healthcare professional reported "capsular contracture baker grade IV". This record is for the left side. Device was explanted.